Event description:
It was reported that large crack around the charging port resulting in difficulty charging, oftentimes needs to unplug and re-plug in the charger to ensure successful charging. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.